Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device passed away. There were no further details provided. There was no allegation that the device contributed to the death. The device will not be returned for investigation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.